Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, in-house testing and a review of labeling. Review of complaint activity determined that there is normal complaint activity for likely cause lot 73027fn00. Tracking and trending report review for the architect anti-hbs assay determined that there are no related adverse or non-statistical trends. Using world wide field data the historical performance of reagent lot 73027fn00 was evaluated and compared to the performance of all architect anti-hbs reagent lots in the field. This evaluation indicated that the patient median result for lot 73027fn00 was similar to the other architect anti-hbs reagent lots. Therefore, no unusual reagent lot performance was identified for lot 73027fn00. Clinical specificity testing was performed using an in-house retained kit of lot 73027fn00. All specifications were met indicating that lot 73027fn00 is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information and this investigation, no systemic issue or deficiency of the architect anti-hbs assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product; list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer reported a (B)(6) architect anti-hbs result from the cord blood of a baby. The mother of the baby was an (B)(6). One month later a new sample generated a (B)(6) result of (B)(6). No specific patient information was provided. No adverse impact to patient management was reported.